Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving sufentanil, clonidine, bupivacaine, and dilaudid at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a volume discrepancy occurred. The patient did not know the volume information. There were volume discrepancies noted on past refills. The issue first started about a year prior to (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.